Manufacturer narrative:
E1. Establishment name - (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited e315, scope communication error code. There were no reports of patient harm or impact associated with this event.

Event description:
Additional information from the field service engineer (fse) confirmed that the event occurred before procedure and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned but was evaluated by the field service engineer (fse). Based on the results of the investigation, it was suggested that the cause was the endoscope, and the customer was instructed to send the relevant device to the repair department. Since there was no subsequent information, the root cause could not be identified. Olympus will continue to monitor field performance for this device.